Manufacturer narrative:
Device evaluation: product evaluation found lens returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.2, -4.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting, narrowing of the angle, and shallowing of the acd. There is no patient injury. The lens was exchanged for a shorter lens and the problem was resolved.